Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that there was an air leak at the vitrectomy probe connection during vitrectomy procedure. The vitrectomy probe did not sound right and did not cut during the vitrectomy procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt.